Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in the hospital. Customer did not mention the reason of hospitalization but they wanted to turn his insulin pump off and advised to remove the battery to power it down. The insulin pump will not be returned for analysis.